Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) had two bags connected and the unused clamps were open. The hp cycled the power twice. The hp would complete therapy with manual supplies. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 and the home patient (hp) that had an open clamp. Per the pdn, the hp did not follow up with her. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.